Manufacturer narrative:
(B) (4): the pump has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is completed.

Event description:
It was reported that the pt's catheter was not in the intrathecal space. The catheter was replaced and the pump was replaced for prophylactic battery depletion. The pt recovered without sequela. The medication being delivered via the device system was dilaudid.